Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly deployed. Inspection of the device did not find any issues that would result in high blood glucose levels. The exposed cannula was stretched. Although damage to the cannula was observed, it is unclear when the stretching occurred. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/2017. Checking your blood glucose 4 / page 36: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) and insulin history is as follows: (B)(6). The pod was deactivated and was able to activate a new pod. The pod was worn between 24 and 36 hours on the leg.